Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the insulin pump draining batteries and losing power during the night. Customer's blood glucose level was 400 mg/dl. Customer treated with a 10u bolus. Customer stated that there was an occurrence of off/no power without a low battery warning. Insulin pump will be replaced. No additional information provided.